Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Multiple device models were provided; however, a one to one correlation cannot be made. Possible models include entrust, evera, marquis, protecta, secura, and virtuoso. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age characteristic is male/6 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "efficacy and safety of non-transvenous cardioverter defibrillators in infants and young children." Journal of interventional cardiac electrophysiology (2019) 54:151¿159. Https://doi.org/10.1007/s10840-018-0451-y. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds), pacing leads, and non transvenous shock coils. The authors discussed applying non transvenous ICD systems to infants and children. The information showed four patients received inappropriate shocks for rapidly conducted atrial tachycardia, far field sensing of external alternating current and lead fracture of a subcutaneous shock electrode. There were twelve patients that required surgical intervention due to non-transvenous (nt) ICD malfunctions consisting of shock coil dislocations, shock coil fractures, device dislocation, pacing-sensing lead failure, and pacing-sensing lead insulation breakdown. The status/disposition of the products is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.